Event description:
The bridge over the top lip sponge part of the hollister oral endotracheal tube attachment device came loose and was found in the throat of the patient. It did not appear to be blocking anything and was not swallowed as patient was sedated. The sponge was noted during oral care and removed with long forceps.what was the original intended procedure?endotracheal tube attachment.